Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim pink faded. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the display lens was found to be cracked around the edges and found to be scratched. The battery compartment was found to be cracked from threads to a pump case seal. There was corrosion found inside the battery compartment. There was no moisture found inside the pump. The dim pink/faded display screen was duplicated. (B)(6). Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history re/cord for this pump and confirmed that it was operating within required specifications at the time of release.